Manufacturer narrative:
Investigation findings. The product was received for eval. An evaluation confirmed a cut located near the seal, along the width of one pouch, resulting in compromise to the sterility of the product. The cause of this damage was unable to be determined. To date, there have been no other reports of this failure for this lot number. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that the package of this sterile meniscal repair needle is damaged. This was noted during receiving and inspection of the product by the distributor.